Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a pacemaker that could not be interrogated. An error message and associated alarm were also noted while interrogating the device. Changes were made on the same day to re-establish telemetry. The patient was stable throughout.